Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that a (B)(6) printer that was found in storage and appears melted in the battery area and battery door. The printer battery door can be opened and the battery is a light green. The printer turns on but the paper does not feed. The customer does not report that printer is hot to touch. Customer is aware that the printer was involved in product action (B)(6) 2009 and would like to get it replaced. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).